Event description:
It was reported that the clinician heard that the impedance measurement on the right ventricular lead went high once. Interrogation of the device indicated there were currently no trends of a low or high impedance reading. Additional testing via real time electrogram was recommended and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: defibrillator (B)(6) 2005; 5076-45 implantable pacing lead (B)(6) 2003; 6947-65 implantable tachy lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.